Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Troubleshooting was done and insulin finally exited from tubing with fixed prime. Customer's blood glucose reading ranged from 250 to 500 mg/dl. Customer stated that the cap is loose on the reservoir like a joystick. Product is being returned and replaced.